Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation. Based on the symptoms, it is reasonable to assume that these cuttings resulted from the explantation procedure. Further analysis of the lead revealed damages of the silicone sealing at the connector which were caused most likely by means of medical instruments applied during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right ventricular lead was explanted for an unknown reason. Attempts to obtain additional information were unsuccessful. No adverse patient effects were reported.